Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, the balloon poorly inflated; the balloon inflated very little upon inserting camera and attempting inflation. Since the physician had enough sight, he kept using the device until the end of procedure. No patient harm. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding.